Event description:
Patient was undergoing a laparoscopic robot assisted surgery to repair an incarcerated incisional hernia, which was completed without difficulty. At the end of the case while trying to close the fascial defect with the endo close needle it was noticed that the tip of the endoclosure device had fractured off. C arm fluoroscopy was utilized to locate the tip in the needle of the patient's abdominal wall. Attempts to palpate the exact location of the tip for removal were unsuccessful. The surgeon determined that in order to locate and remove he would have to create a much larger incision and explore her entire abdominal wall. The surgeon decided to leave the tip as it was such a small object within the abdominal wall itself (the risk to remove was greater than the benefit). The patient was discharged home the following day without further incident. (Picture of fractured device available)